Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. The investigation was unable to determine a definitive cause for the reported difficulty removing the gripper line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch MFR number.

Event description:
This is filed because during clip deployment, the gripper line of clip delivery system (cds 51113u159) was difficult to remove; this has potential of gripper line breakage and a portion of the gripper line being left in the anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The posterior leaflet was very thin and restrictive. There was calcification on the posterior annulus. The first clip (lot 60113u134) was implanted and the mr was reduced to 2. After the lock line was removed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 3. It is reportedly possible that the thin posterior leaflet contributed to the slda. The clip looked stable. It was decided to implant two additional clips to stabilize the slda clip and reduce mr. The second clip was implanted and the mr was reduced to 2. The third clip delivery system (51113u159) was advanced and leaflet grasping was performed. Clip deployment was started, however, after 10-20 cm of the gripper line was retracted, the line became stuck. The cds was removed out of the sgc and the gripper line was then removed successfully. Three clips had been implanted, reducing the mr to 1. No additional information was provided.